Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand stopped working. No beeping from the generator was observed. Upon removing the device from the patient, harvester noticed that the plastic around the jaws was loose. No components detached into the tunnel/patient. No parts were retained in the patient based on visual inspection. 2nd evh kit was opened up complete the procedure without further incidents. Only delay was to open the 2nd evh kit. No patient harm/effects.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/03/2024. An investigation was conducted on 06/27/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or the intact c-ring. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be flexed and bowed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No final testing or transection testing was done due to the condition of the heating element. Based on the returned condition of the device as well as the evaluation results, the reported failures "electrical /electronic property problem¿ and "peeled; delaminated; jaw" were not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000375778 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.